Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 1 month post implant, an alert was triggered due to high pacing impedance on the right ventricular (rv) lead. Multiple attempts to reposition the lead were made. The lead was removed and a bend was noticed. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The distal end/electrodes of the lead were bent. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. This is the lead performance failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 1 month post implant, an alert was triggered due to high pacing impedance on the right ventricular (rv) lead. Multiple attempts to reposition the lead were made. The lead was removed and a bend was noticed. Another lead was implanted. No patient complications have been reported as a result of this event.